Event description:
An angio-seal device was selected for use in a right femoral arteriotomy following percutaneous intervention in the left iliac artery. Prior to use of angio-seal, a pre-deployment angiogram revealed that the pt's artery was dissected. After deployment, surgical intervention was required to repair the vessel dissection, and the angio-seal device was removed. The physician indicated there was no concern about device performance. No add'l info is available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined.